Event description:
Reporter alleges obtaining discrepant back to back blood glucose results of 71 mg/dl, a value greater than 500 mg/dl, and a value greater than 700 mg/dl when testing was performed within 10 minutes on the same device. No hyperglycemic or hypoglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.